Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical medfusion 4000 wireless syringe infusion pump alarmed "almost empty" during an infusion of vecuronium. It was reported that the registered nurse (rn) saw the pump to be infusing at 0.1mg/kg/hr with a 1:1 concentration of vecuronium for a total of 0.88ml/hr and commented that 8ml was left in syringe at the time of the first alarm. Subsequently, at 0300 the "almost empty" alarm rang again and the rn went to silence the pump and verified correct programming for the dose. Afterward, at 0330 it was reported that the syringe contained 3ml. At 0420 the pump alarmed again saying that the syringe was "completely empty". It was also reported that the doctors were notified and "the pump was taken out of circulation, vecuronium drip held for one hour and then resumed". No adverse patient effects were reported.